Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "during pcnl sudden loss of vision occurred and all lens of the telescope fall out." Further received information indicates that the procedure was prolonged by more than 60 minutes and could not be completed successfully. The information also indicate that the procedure had to be postponed by 2 days and additional/prolonged hospitalization was required.